Event description:
International affiliate reports surgeon experienced difficulty with intra-operative insertion of set screws. Surgeon was unable to insert a set screw on the right side s1 polyaxial screw. The set screw did not advance into the polyaxial screw head and three additional set screws were damaged during insertion attempts. A rod that had been placed was removed and the screw was changed out. Affiliate reports that visual examination of the removed set screw found its threads were damaged. No other information was available. However, initial evaluation of the returned devices found a total of two set screws had torn threads and one polyaxial screw with sheared threads in the tulip/screw head, resulting in three reportable malfunctions. The difficulty resulted in a fifteen minute delay with no adverse consequences to the patient. See mfg medwatch report no. 1526439-2013-30094 for the first set screw that had torn threads. See mfg medwatch report no. 1526439-2013-30103 for the polyaxial screw with sheared threads.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today¿s date has been entered into the required field. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual examination of the returned mis single inner setscrew noted that its threads were stripped/torn. Review of the device history record found no discrepancies were observed during the manufacturing process. A twelve month review of the complaint trend analysis for the mis single inner setscrew was found no emerging trends. The root cause of the thread stripping cannot positively be determined. However, the condition is most likely indicative of inadvertent cross threading having occurred during setscrew tightening. No corrective action/preventive action (CAPA) is required at this time as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.